Manufacturer narrative:
(B)(4). This device was never returned for analysis from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device and right ventricular lead were oversensing noise and exhibited a low out of range pacing impedance measurement of 100 ohms. Additional information provided from the field indicated that there was no pacing inhibition, the patient was not pacemaker dependent, and the cause of the impedance issue was not determined. Surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.